Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to moisture damage on the keypad traces. There was no button error alarm. The numbers did not ramp up on its own or the scroll bar moving with no input. There was no moisture damage on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 9.7mmol/l at the time of incident. The customer stated that the scroll bar was moving up and down with no input from the user. The pump alarmed button error after moisture exposure. The insulin pump was returned for analysis.